Event description:
Pt had undergone a laparoscopic cholecystectomy. It was noted post procedure that a nitrogen (e-cylinder) tank had been inadvertently attached to a co2 yolk. The co2 yolk had both pins and the nitrogen tank was correctly indexed. Two washers were used which created a seal. Pt experienced no post-op complications and was discharged home.